Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device has a broken tube clamp and air sensor. No patient injury reported. Additional information was requested; however, no further information was received.

Event description:
Additional information was received via email 14-sep-2022. No patient involvement.

Manufacturer narrative:
Other, other text: additional event information received indicating no patient involvement (updated b5).

Manufacturer narrative:
The device was returned for evaluation with: a broken drain valve, a peeling label, a broken door, and a broken mount block. Visual inspection was performed. The primary problem was issue was the door mount block assembly, and this component was replaced. Customer damage was the root cause. Additional repairs were completed. Preventive maintenance was performed. A manufacturing device history record review was not performed because the device is beyond a year from its manufacture date in 2007, and there was no indication of a manufacturing defect during the investigation. The service history review identified this device has not been in for service previously. (H6c, h6d, h6e), corrected data: the manufacturer name was incorrect in the initial report. (D3)